Manufacturer narrative:
An event regarding alleged infection involving an unknown implant liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection (surgeon reported infection was clinically confirmed). A washout with head and liner exchange was performed. Rep reported that no further information will be available.